Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) monitor was analyzed. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a blank screen. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause from failure analysis was attributed to be an electrical component issue in the hrsv monitor.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) left high resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the left eye was missing in surgeon side console (ssc). Tse asked caller to reseat the endoscope but the issue reoccurred. Tse asked to perform system reboot and clean blue fiber cable (bfc). Tse then had caller place the breaker in 0 position for 10 seconds, after this step tse asked caller to reposition the breaker on 1 position. Customer than powered the system but issue persisted. Customer related they did not have another ssc. It was confirmed vision side cart (vsc) video left and right were okay. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed prior to the issue being identified. No additional ports were placed. The patient tolerated the conversion and there was no patient injury.